Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vticm512.6,-5.00/+4.5/088, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 lens repositioning was performed due to lens rotation not associated to a low vault and the problem resolved. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm512.6,-5.00/+4.5/088, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens repositioning was performed due to lens rotation not associated to a low vault. . Cause of event was unknown.